Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient's hip was originally done several years ago. Patient being revised due to hip dislocation. X-ray shows the poly was worn surgeon felt patient would benefit from a head and liner exchange. A 60x28 10 degree liner was removed, and a 60x36 +4/10 degree liner was implanted. Trial reduction performed with 36 +8.5 head and found to be stable. Doi: unknown. Dor: (B)(6) 2023. Affected side : right hip.